Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence, frequency, urgency, incomplete uterovaginal prolapse, large cystocele, mild rectocele. It was also reported that the patient underwent a procedure on (B)(6) 2006 and caldera¿s t sling was implanted. It was also reported that on (B)(6) 2006, the patient underwent replacement of previous mesh with covidien parietex, repair of multiple enterotomies, lysis of adhesions, partial removal of prolene graft. No additional information was provided. In addition, review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that mesh and t-sling were implanted on (B)(6) 2006. The patient experienced pain, adhesion to bowel and underwent repair of multiple enterotomies, lysis of adhesion, partial removal of mesh and replacement with parietex mesh on (B)(6) 2006. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, urinary problems, organ perforation, neuromuscular problems, vaginal scarring and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). As per the operative report, the patient underwent repair of multiple enterostomies - in finding/procedure it was noted ¿excision of marlex mesh. Additionally, the patient underwent extensive lysis of adhesions, removal of two thirds of mesh graft from previous sacral colpopexy with replacement grafts for sacral colpopexy, cystourethroscopy, omental j-flap and incision of previous vulvar incision with exploration and closure was reported.

Manufacturer narrative:
(B)(4) - urinary problems; neuromuscular problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.